Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported insulin pump was damaged at reservoir compartment. The customer¿s blood glucose level was 112 mg/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.